Event description:
When the jugular filter was deployed in the vena cava, the legs did not open. The filter was resheathed and another filter was placed.

Manufacturer narrative:
Evaluation: this event is still under investigation.